Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; complaint is confirmed. Visual examination of the returned products performed. The item and lot numbers were confirmed as correct. All returned products exhibited signs of use and all had components missing / disassembled from the shim. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Root cause has been identified as a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported this device was found to be missing ball bearings. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42527900700; tibial articular surface provisional shim size cd 14 mm thickness; 62565115. 42527900300; tibial articular surface provisional shim size cd 10 mm thickness; 62569971. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.